Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the alleged post-operative complications experienced by the patient. If additional information is received, a follow-up MDR will be submitted to the FDA. Site history review was conducted on 25-oct-2020 and did not show any additional complaints related to this event. Isi has reviewed the site¿s system logs for the procedure on (B)(6) 2019 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. All reusable instruments used in the case were used in subsequent procedures through the end of their respective remaining uses. Further, a site review shows no complaint filed against the instruments. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: based upon the information provided in the description of the event, a patient underwent a da vinci-assisted prostatectomy with lnd dissection on (B)(6) 2019. It is alleged, by the patient¿s attorney, that a ¿few days¿ post-operatively, the patient presented with symptoms, ¿fecal material was leaking at the foley catheter and coming out of his penis.¿ the patient returned to the hospital and was confirmed to have ¿rectal perforation¿ by a CT scan of the ¿abdomen.¿ the patient allegedly underwent a second operation to perform an abdominal washout, partial colectomy, colostomy creation, stent placement, and ureteral stent placement. Review of the system logs did not reveal any events that would suggest a product issue. All logged events were in-line with normal system functionality. Moreover, all instruments used in the case on (B)(6) 2019, were used on subsequent procedures. Site review shows no complaints filed against the instruments. Rectal injuries are uncommon during robotic assisted laparoscopic prostatectomy. Rectal injuries tend to occur during the posterior apical dissection of the prostate where the recto-urethralis muscle tethers the rectum to the prostate. A combination of sharp and blunt dissection should be utilized to avoid a rectal injury. Early recognition is import due to the consequences of an unrecognized recto-urethral fistula, sepsis, and even death. If a rectal dissection is challenging, surgeons can perform a ¿bubble test¿ to access for a possible rectal injury. To perform a bubble test, surgeons fill the pelvis with sterile saline and then pump air into the rectum to access for injury. Based on the information provided at this time, this complaint is reportable due to the following: the plaintiff¿s attorney claims that the patient sustained a rectal perforation from a da vinci-assisted surgical procedure and had the following subsequent treatment: the patient, ¿was re-admitted to the hospital. He had a laparoscopy that was converted to exploratory laparotomy, lysis of adhesions, partial colectomy (removal of part of colon) and colostomy creation, abdominal washout and stent placement, as well as, bilateral ureteral stent placement¿. The plaintiff attorney alleged system malfunction(s) yet the specific details were not provided. At this time, the cause(s) of the patient¿s alleged operative and/or post-operative complications are unknown.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci-assisted prostatectomy with lnd dissection on (B)(6) 2019 and the patient was discharged from the hospital. The plaintiffs¿ attorney alleges that a few days post-operatively, the patient presented with symptoms, ¿fecal material was leaking at the foley catheter and coming out from his penis¿. The patient, ¿returned to the hospital, and a CT scan of the abdomen with rectal contrast confirmed rectal perforation. He was re-admitted to the hospital. He had a laparoscopy that was converted to exploratory laparotomy, lysis of adhesions, partial colectomy (removal of part of colon) and colostomy creation, abdominal washout and stent placement, as well as, bilateral ureteral stent placement.¿ the plaintiffs¿ attorney alleged an unspecified da vinci surgical system malfunction and that the patient, ¿also had to have a surgical procedure involving the colostomy and colectomy.¿ the patient¿s current status is unknown.